Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose was 504 mg/dl which was addressed by delivering a bolus. Reportedly, the customer had an alternate pump available for insulin therapy.